Manufacturer narrative:
Sample evaluation: no sample was received for this investigation. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of separation adapter from tubing with lot #8170921 regarding item #383539. DHR review shows the lot number was built / packaged on nfa line #1 from june 20, 2018 thru june 26, 2018. Review disclosed 6 non-related qn was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Eura (end user risk analysis) review shows with limited severity and occasional occurrence, the risk to the end user is acceptable. No testing or observations could be performed as no units were returned for evaluation. The defect described in the product incident report was not identified or confirmed. However, given the trend identified by the qda for this defect, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect ss created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location (see protocols 19217 and 19223). Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned (see change ccscm-686). CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system, the tube leading into the needle had disconnected while in the patient. There was no report of medical intervention or serious injury.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system, the tube leading into the needle had disconnected while in the patient. There was no report of medical intervention or serious injury.